Manufacturer narrative:
An exfoliation test was performed on the returned handpiece & needle & the results confirmed that particles were being expelled from the handpiece. The particles were analyzed & determined to be titanium. The surface quality of the internal diameter of the handpiece was examined & showed a potential to shed particles. The needle was found to be in good condition with no apparent damage.

Event description:
During a routine cataract extraction procedure the dr reported that metal particles were observed delivered into the pt's operative eye. The particles were removed and there was no harm to the pt.